Event description:
It was reported that when the device was used during a laparoscopic assisted vein hysterectomy procedure, the device is not firing correctly and jamming after the first firing. When the second reloads are attempted, the device is not opening. Opened another device to complete the case. There was no consequence to patient.